Event description:
Per the audiologist, the patient reported hearing "noises" when using his cochlear implant system. He reportedly does not use his device consistently but he does well on speech tests. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated in the patient's sound processor program. The next month, the patient reported experiencing tinnitus and noise even when not wearing the sound processor. The patient did not use his sound processor for five months due to the reported issues. Explanation/reimplantation surgery is planned, but had not been scheduled at the time of this report.